Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during labeling process it was verified that two units of artherial catheterization set were kinked." There was no patient involvement. Assoicated MDR number includes: 3006425876-2024-00996.

Manufacturer narrative:
Qn# (B)(4). The actual sample was not returned; however, the customer provided five photos for analysis. The report of a kinked guide wire was confirmed through the photos as it revealed kinking/bending of the guide wire body. Creasing of the packaging was also observed correlated with the kinking to the guide wire. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: use of excessive force may damage catheter or guidewire. Do not use if package is damaged." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a guide wire kinked in the package was confirmed by visual inspection of the customer supplied photos. The guide wire, protective tubing, and packaging were kinked/creased. This is consistent with damage caused by shipping and handling. The words "do not bend" are printed on the front of the lidstock for this product. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. Based on these circumstances, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during labeling process it was verified that two units of artherial catheterization set were kinked." There was no patient involvement. Assoicated MDR number includes: 3006425876-2024-00996 and 3006425876-2024-00995.

Manufacturer narrative:
(B)(4). The customer provided five photos for analysis. The images show the front and back of an unopened sac set package. The complaint of a kinked arterial catheterization set was confirmed from the customer provided images. The customer also returned two, unopened sac sets for evaluation. The returned packaging had signs of folding/creasing upon return. Visual analysis revealed one kink on the guidewire body and protective tube at the same location as the observed bending in the packaging. The lid stock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink on the guidewire measured 107mm from the distal tip. The guidewire length measured 348mm, which is within the specification limits of 345mm-355mm per guidewire product drawing. The guidewire outer diameter measured 0.51mm, which is within the specification limits of 0.508mm-0.533mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Precaution: allow sufficient guidewire length to remain exposed at hub end of catheter to maintain firm grip on guidewire. Grasping near skin, advance catheter into vessel." The guide wire was advanced through the returned catheter and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user , "do not use if package is damaged". The lid stock label for finished good sac-00820 was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The returned packaging had signs of folding/creasing upon return. One kink was observed on the guide wire body. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The product lidstock clearly states, "do not bend." Based on the customer description and the sample received, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during labeling process it was verified that two units of artherial catheterization set were kinked." There was no patient involvement. Assoicated MDR number includes: 3006425876-2024-00996.